Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control, system check) met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer acknowledged the presence of fibrin within the sample. The customer did not follow the accutni+3 instructions for use (IFU) and the clinical and laboratory standards institute (clsi) guidelines for pre-analytical sample handling. The accutni+3 instruction for use (IFU) document instructs users as follows: "the role of pre-analytical factors in laboratory testing has been described in a variety of published literature. Following blood collection tube manufacturers' specimen collection and handling recommendations are essential to reduce pre-analytical errors" and "remove any residual fibrin or cellular matter. Failure to do so can contribute to falsely elevated results". Additionally, as per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. Fourth edition, "the serum samples should be clotted before centrifugation, fibrin, sometimes visible as a clot may affect some assays". Use error is a cause of this event. The customer did not follow the access accutni+3 IFU or clsi guidelines for pre-analytical sample handling.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial result recovered above the reference range of the assay. The following day, the customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained three lower results within the assay's normal reference range. The initial elevated access accutni+3 result was released from the laboratory. There was a report of a change to treatment. The patient was admitted to the hospital and administered aspirin, clopidogrel, atorvastatin and monitored by telemetry based on the non-reproducible elevated access accutni+3 result. There was no report of additional change to treatment. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). The sample was reported to contain fibrin.